Manufacturer narrative:
The subject device is not available.

Event description:
It was reported that post thrombectomy procedure angiogram revealed restored patency of the treated left m1 segment, and the patient achieve a tici score of 3. It was reported that approximately 12 hours post the index procedure, MRI scan revealed symptomatic intracranial hemorrhage (sich). Neurological assessment performed at 24 hours post procedure, confirmed neurological worsening with an nihss score of 33. No treatment was administered in response to the sich since the family of the patient decided to pursue comfort care. The patient died approximately three days post the index procedure due to cardiopulmonary arrest. The physician feels the retriever performed as intended and the sich was unrelated to the procedure.

Manufacturer narrative:
Expiration date: added. Manufacturing date: added. The device history record (DHR) review confirmed that the device met all material, assembly and performance specifications. The subject device was not returned; therefore, physical as well as a functional evaluation could not be performed. However, intracranial hemorrhage is a known risk associated with endovascular procedures and is noted as such in the device directions for use. Therefore, an assignable cause of anticipated procedural complication was assigned to this event.

Event description:
It was reported that post thrombectomy procedure angiogram revealed restored patency of the treated left m1 segment, and the patient achieve a tici score of 3. It was reported that approximately 12 hours post the index procedure, MRI scan revealed symptomatic intracranial hemorrhage (sich). Neurological assessment performed at 24 hours post procedure, confirmed neurological worsening with an nihss score of 33. No treatment was administered in response to the sich since the family of the patient decided to pursue comfort care. The patient died approximately three days post the index procedure due to cardiopulmonary arrest. The physician feels the retriever performed as intended and the sich was unrelated to the procedure.